Event description:
As reported to coloplast though not verified, patient was implanted with virtue sling on (B)(6) 2013. Patient reported experiencing testicular and penial sensitive and pain.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. See scanned page.